Event description:
It was reported that the pt was admitted to the hospital on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 with dka. The animas cde reported that the hospital staff examined the infusion set on (B)(6) 2010 and said that it was bent upon removal. There is indication that the pt and his family will receive additional training on insulin pump therapy. Due to the paucity of evidence, this complaint is reported for probable use errors.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.